Event description:
Reporter indicated that the patient experienced an increase in seizures following a change in medication. All attempts for further information have been unsuccessful to date, and thus the relationship between the increase in seizures, vns therapy, and the medication change, cannot be determined.